Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4250-1130-0049 on a vitros xt 7600 integrated system. The investigation could not determine a definitive assignable cause of the event. Based on historical quality control results, a vitros na+ lot 4250-1130-0049 performance issue is not a likely contributor of the event. However, an individual slide related issue could not be entirely ruled out. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4250-1130-0049. An instrument related issue could not be entirely ruled out as a contributing factor of the event as diagnostic precision testing was not performed on the vitros xt 7600 integrated system. However, there was no evidence indicating that the instrument malfunctioned. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4250-1130-0049 on a vitros xt 7600 integrated system. Patient sample result of 148 mmol/l vs an expected result of 124 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It is unknown if the non-reproducible, higher than expected patient sample result was reported outside of the laboratory as the information was not provided. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).